Event description:
The hcp was unable to fill the pump reservoir. The pump was replaced. The patient had no symptoms associated with this event. The patient outcome was reported as 'okay'.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.